Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature: endocarditis after interventional repair of the mitral valve: review of a dilemma.

Event description:
This is filed to report endocarditis and death. It was reported through an article identifying patients who developed infective endocarditis (ie) after the mitraclip procedures. Details are listed in the article titled "endocarditis after interventional repair of the mitral valve: review of a dilemma." The patient developed fever and hypotension, 10 days after mitraclip procedure in which 1 clip was implanted reducing mitral regurgitation to 1. Inflammatory markers were markedly elevated and hemocultures were "postivie" for s. Aureus. A transesophageal echocardiogram confirmed endocarditis. Therapy with vancomycin and gentamicin was initiated. A supravalvar mitral ring (svr) was not recommended by the heart team. The patient developed a multiple organ failure with an acute kidney failure during the further course due to progressive sepsis. The patient subsequently died 14 days after the initial interventional procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effects of unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of death, endocarditis, fever, hypotension, renal failure and septicemia as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.